Manufacturer narrative:
The customer called the company sales rep to assist with troubleshooting the event. The company rep advised the customer to reset the system. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
A customer received a red stop sign during surgery. The eye was stabilized while the staff was instructed by a company rep on how to clear the advisory, and the procedure was completed with the same system. There was no pt harm reported. Add'l info was received from the customer reported the event occurred during a vitrectomy procedure. The event resulted in a 20-30 minute delay. There were no cases canceled as this was the last case of the day.